Event description:
It was reported by the customer that the pyxis medstation es system station primary drawer is malfunctioning, preventing the user from opening or releasing the pocket, even after attempts to reboot and recover it. A customer reported that the user was able to obtain the medication from a different station without causing any delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, g1, h6, and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer pocket failed and could not be recovered. A field service engineer force released the pocket in hta and in the application the customer recovered pocket and unloaded the pocket, cubie was replaced, the system was rebooted, and a firmware update was performed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system station primary drawer is malfunctioning, preventing the user from opening or releasing the pocket, even after attempts to reboot and recover it. A customer reported that the user was able to obtain the medication from a different station without causing any delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that auxiliary drawer 2.2 pocket b4 was failed and unable to recover. A field service engineer was compelled to release the pocket, while the customer utilized the application to recover and unload the pocket. Subsequently, the customer replaced the cubie, performed a reboot, and executed firmware updates. The system functioned as intended after field service engineer troubleshooting.